Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample and one companion sample for evaluation. A visual examination of both devices noted no visual defects in either sample. Both samples were also functionally tested. Functional testing of the actual sample confirmed the reported condition of a leak, from between the vial gripper and the vial. The vial stopper was damaged and upon further visual examination it was determined that the needle did not fully penetrate the stopper. Functional testing of the companion sample showed no evidence of leakage. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that a vial-mate reconstitution device leaked before use. The user attached the vial-mate to a 250 ml sodium chloride bag and then attached the bag to an unknown set; the medication was then reconstituted. When the nurse went to hang the bag, she noticed that the set was leaking "from the blue part" at the top of the vial-mate and dripping down the side of the vial. There was no patient involvement; therefore there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. A labeling review concluded that the vial-mates label adequately describes vial docking instructions.